Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that his blood glucose level continued to rise after he treated with the insulin pump. Blood glucose level at the time of the call was 407 mg/dl. The customer stated that his blood glucose level was around 300 mg/dl about one hour earlier. The customer was advised that the site or the infusion set could be the issue and that he should continue to monitor his blood glucose level. The insulin pump was not replaced or returned for analysis.